Manufacturer narrative:
Analysis of the catheter (lot no. 0205688670) found no significant anomalies. There was a tear in the seal near the guide ring.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0205688670, implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
Additional information reported the therapy seemed more effective with the new catheter.

Event description:
It was reported the catheter was explanted and replaced. It was reported there was catheter occlusion. It was noted that a dye study and x-ray were performed. It was stated the health care provider (hcp) and patient were not satisfied with the therapy since implant in (B)(6) 2013 despite dose adjustments. It was stated that opacification was impossible because the hcp failed to aspirate the contents of the catheter ¿by the port access.¿ it was noted the hcp thought the catheter was obstructed, so they replaced it. It was stated that the drug would not remain in the pump, so the hcp asked if there may be a leak at the connector between the catheter and the pump because of the pressure from occlusion. It was noted the hcp found fibrosis at the connector. The patient status was noted as alive with no injury. The pump was used to deliver lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.